Event description:
Noise was reported on this ra lead due to subclavian crush. The physician decided to leave the whole pacemaker system implanted on the left side to reduce infection risk. And a new pacemaker system was implanted on the right side. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.